Event description:
It was reported that the customer was hospitalized with high bgs. The doctor believes the cannula on the infusion set is too short for the customer and instructed pt to use one with a longer one.